Manufacturer narrative:
The device was in use for treatment. The device will not be returned to perform an evaluation as it was discarded. The customer did send a photo of a piece of unknown material on a white gauze. A review of the device history records identified no manufacturing rejects or anomalies for the same nature as the reported problem. A review of complaints found no additional reports related to this manufacturing lot number. The instructions for use (IFU) inform the user: follow the instructions for use that were supplied with the transseptal needle and the guidewire. If a transseptal needle is used, it is recommended to use together with a stylet in order to prevent skiving of the inner lumen of dilator. Additional information revealed that the doctor was using a stylet with the transeptal needle and that the plastic particles were removed from inside the dilator not from inside the patient. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported scratching of the needle inside the dilator when inserting of the transseptal needle. Plastic particles were removed after the sheath was retracted from the patient.